Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced recurrent urinary tract infections, dysuria, pelvic pain, mesh erosion, dyspareunia and incontinence. An excision of the mesh was performed.